Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing and far field r-wave oversensing. Programming changes were implemented. The patient was in stable condition.